Event description:
Biomedical technician reports pump was set to infuse an unknown medication for a bolus of 1.2cc. The pump delivered the 1.2cc bolus but continued to infuse up to 2.6cc of unauthorized medication. The clinician noticed this and immediately stopped the infusion. The patient was not affected and required no medical intervention. Though attempts were made to obtain additional information from the facility, no additional information has been made available.